Manufacturer narrative:
Method: 86b weight measurement. Results: 100 weight packaging and device; 100c slight amber color; 100h loss of shell integrity, envelope tear; 100g cloudy; 100j foreign material in gel; 100k amber color. Device 1 of 2 conclusions: 68 no results supported the alleged reason of "lump(s)"; amber color condition of aging; cloudiness cause undetermined. Device 2 of 2 conclusions: 68 no result supported the alleged reason of "disfigured appearnace"; color within specification; cause of tear(s) undetermined; foreign material cause and source undetermined.

Event description:
Pt received implants in august 1975. Reporter also alleges that pt's implants had a pin hole and were leaking; therefore, she had removal on sept. 11, 1996.